Manufacturer narrative:
Per service repair technician (srt), there are no repair procedures for this unit. Unit will not be repaired and will be sent for laboratory analysis. This complaint is related to (B)(4) / medwatch #1828100-2019-00170.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the centrifugal drive motor had a pump stop error. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the centrifugal motor to generate random pump stop errors and was noticeably vibrating likely due to worn bearings. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.